Manufacturer narrative:
Follow-up information received on 04-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an unwanted pregnancy. She also reported severe pelvic pain. She underwent surgery to remove essure approximately one and half year after insertion. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, limited information was provided. The exact interval between essure insertion and the pregnancy was not specified. It was not mentioned whether the patient underwent a confirmation test post essure insertion. Despite the limited information, given the nature of the event unwanted pregnancy, a causal relationship with essure cannot be excluded. Also, after essure insertion pelvic pain may occur. Given the nature of the event severe pelvic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain as well as an unwanted pregnancy. On or about (B)(6) 2013, she underwent surgery to remove essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an unwanted pregnancy. She also reported severe pelvic pain. She underwent surgery to remove essure approximately one and half year after insertion. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, limited information was provided. The exact interval between essure insertion and the pregnancy was not specified. It was not mentioned whether the patient underwent a confirmation test post essure insertion. Despite the limited information, given the nature of the event unwanted pregnancy, a causal relationship with essure cannot be excluded. Also, after essure insertion pelvic pain may occur. Given the nature of the event severe pelvic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.